Event description:
The end user reported that the opening of their wafer does not cover their entire stoma. The end user also stated her peristomal skin is red and bleeding.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user requested a smaller size wafer and some one piece samples. The end user was sent a measuring guide and stated that she would call back with size of her stoma to obtain the appropriate sized samples. Upon further follow-up the end user responded back and stated the appropriate samples were sent. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).